Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported that smoke was observed from the monopolar curved scissors (mcs) shaft. The mcs tip cover accessory was damaged. There was no injury to the patient since there was ¿no energization in the unintended part due to electric leakage from the damaged part.¿ the procedure was completed with a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used without any issues. It was unknown if arcing was observed or there was any electric leakage from the damaged tip cover. Hemostasis surgical task was being performed when the smoke was observed. The mcs tip cover accessory was properly installed during the surgical procedure. No orange surface part was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used and no lubricant was applied. It was unknown if the instrument tips collided with other instrument or tool during the procedure. It was unknown if the instrument tips contact with the patient¿s tissue when the issue occurred. The instrument tips did not touch any staples, clips or sutures while energized. There was no injury to the patient tissue. The surgeon did not know the cause of the smoke from the mcs shaft. The mcs instrument will not be returned. The surgeon opted to use the same mcs and replaced the mcs tip cover accessory to continue with the procedure.

Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. The mcs tip cover accessory does not get captured in the logs. However, event verification could be performed on the (mcs). A review of the device logs for the mcs (part# 470179-19/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the mcs was used on (B)(6) 2022 via system serial# (B)(4). There were 2 uses remaining after this usage. This usage of the device per the log review matches the reported event date. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the tip damage was confirmed. However, it was unable to know if the damage originated internally or externally. If the damage originated internally, the cause is typically initiated from the mcs instrument itself. This complaint is considered a reportable event due to the following conclusion: the mcs tip cover accessory was damaged due to arcing and/or had damaged material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist mcs instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no reported patient harm, the reported failure could cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of tip cover thermal damage to be related to the customer reported complaint. The distal end of the mcs tip cover exhibited localized melting, which was indicative of arcing. The root cause of the failure was typically attributed to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.